Event description:
It was reported that during initial treatment in 2007 with a urethral bulking implant, urethral tissues burst, separated or opened up, allowing some implant material to extrude into the bladder. There is no indication that the material was removed. The patient experienced symptoms of retention and a foley catheter was placed. The patient later developed a urinary tract infection and the patient was prescibed macrobid and levaquin. The patient consulted another doctor and a cystoscopy was performed. The doctor found the area around the bladder red and inflamed and he retrieved a couple of pieces of implant material from the bladder. The doctor observed openings with the urethral tissue and mucosal lining and a small needle puncture site with "thread" of implant material protruding from (about 3/4 cm in length) midurethra. The doctor does not know if the urethra re-epithelialized and healed. No medical intervention was required to promote healing. No further complications have been reported. Injection details are as follows: treatment volume per side was 1cc; flexible needle, transurethral approach, rate of injection was 1 minute per side;needle was held at the injection site after injection of implant for 1 minute; position of the injection site in relation to the bladder neck was mid-urethra; needle was imbedded to the shoulder; coaptation of the urethra was noted post injection.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placment, rate of injection, and injection volume, in order to achieve the highest rate of success. Treatment related adverse events reported during clinical studies include bulking material injected in the bladder. This occurred in 4% (7) of 174 clinical study patients. Most treatment related adverse events occurred within 24 hours of treatment and subsequently resolved within 30 days. Labeling states if residual implant material is visible outside the injection site, use the cystoscope sheath or the injection needle tip to gently work the material free. Remove the excess material or allow it to be flushed out with the irrigation fluid.